Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient was experiencing a rash on his back under the garment. The patient reported red bumps and no open skin. The patient received a prescription from his physician. Follow-up indicated that rash was "a little better" and that the patient was using cortisone cream.